Event description:
After one and a half hr abdominal hysterectomy the pt (still under anesthesia) was returned to supine position after being in trendelenberg for 1 1/2 hrs. The pt became very difficult to ventilate after checking all devices on anesthesia machine and circuits, the pt was placed on ambu bag and hand ventilated at which time the oxygen saturation returned to 94% (after dropping down to 70%). Ventilation continued to be difficult, et tube was removed and replaced, ventilation became easy, oxygen saturation remained elevated or normal. The et tube which was removed was noted to have a "herniation" on the side of the cuff in the direction of the side hole of the et tube.